Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a misload was not identified. The infold was noted during the initial deployment attempt. The valve was recaptured one time due to the infold and removed. A procedural delay was reported due to the exchange of the replacement system. Of note, per the physician, the patient's severe annular calcification contributed to the infold.

Manufacturer narrative:
Corrected data: continuation of d10: product ID: evproplus-34; product lot/serial number (B)(6); product type: heart valve; implant date: (B)(6) 2024; product ID: d-evprop34; product lot/serial number (B)(6); product type: heart valve; product ID: l-evprop34; product lot/serial number (B)(6); product type: heart valve; image review: intraprocedural fluoroscopic images, media files and static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, there is fluoroscopic evidence of significant calcification in the aortic valve. Therefore, a pre balloon valvuloplasty was performed twice prior to the valve implant. Fluoroscopic valve load inspection was performed but it is not possible to validate a good load because the capsule was not rotated. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360° during the fluoroscopy check. The valve was deployed just prior to the point of no recapture in the cusp overlap view and appeared to be shallow on the left coronary cusp in the left anterior oblique (lao) view but no evidence of an infold. Subsequently, the valve was recaptured and an infold occurred during the second deployment attempt. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced. There is no evidence of a fluoroscopic valve load inspection of the new valve; however, it was deployed without further infolding. The valve appeared to be well expanded in the lao view, but slightly constrained in the cusp overlap view and there is evidence of residual aortic regurgitation/paravalvular leak. No further intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at time of release, an infold was observed on the valve so the entire system was recaptured and retrieved from the patient. A second valve was loaded and implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device in its original box and jar, fully submerged in a clear solution, at medtronic¿s quality laboratory, visual analysis showed the valve was slightly discolored with evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. The leaflets were stiff yet slightly flexible. As received, leaflet l1 appeared closed while leaflets l2 and l3 appear partially open. All commissures appeared intact. A bent strut was observed on the inflow skirt below l1. The damage is suggestive of possible frame misalignment during the loading process. Though a bent strut was noted in the inflow of the valve, it did not appear to impede a proper loading of the valve. Therefore, a loading and deployment simulation could still be performed on the returned valve. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddle for c was seated within the paddle attachment pockets; paddle 1 appeared slightly out of pocket. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated: d9, h3, h6, h11. Corrected: d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.